Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, the label was torn. As per the subsidiary, a total of 39 cartons for inspection with unit boxes inside. 2 unit boxes came from different cartons were found with torn labels. No patient involvement.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739- gas exchanger. Health effect ¿ impact code: 2645- no patient involvement. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 1570- shipping damage or problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 03, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 4114, 3331, 4246, 4308). Type of investigation #1: 4114 - device not returned. Type of investigation #2: 3331 - analysis of production records. Investigation findings: 4246 - transport/storage problem identified. Investigation conclusions: 4308 - cause traced to transport/storage. The affected samples were not returned; photos provided confirmed the labels were damaged and also that the boxes were once wet. All capiox units are 100% visually inspected during and after packaging. It is likely that the boxes had been damaged/mishandled during shipping after leaving tcv control. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Torn label.

Event description:
Torn label.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. The returned samples were inspected upon receipt and confirmed that the labels were damaged. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.